Manufacturer narrative:
Report required by FDA for eua. Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Negative by 3 rapid antigen tests and 3 pcr tests.

Manufacturer narrative:
Investigation firndings code has changed from 173 to 213 from what was submitted in the initial report as well ass investigation conclusion code which changed from 143 to 22.